Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A 3101 mayfield composite had movement that occurred during trialing - the event was described as "once the perforator was applied and the teeth slid off allowing movement. The surgeon reported that the composite mayfield had movement once he went to apply the perforator to do a burr hole. He does not know what caused the add'l movement that he said was more than the current mayfield system but, he wanted to voice his concerns. My experience with the composite mayfield led me to believe that the pointy part of the teeth on the transition member were resting on top of each other during tightening. Once there was movement these teeth slid off of each other and went to the appropriate spot but since it was not tightened this way there was some movement or play that was not there when the surgeon first applied the unit. He did not know when this happened or which pt is happened on."